Event description:
It was reported that the customer had repeated issues with the bolus wizard feature of the insulin pump. The caller stated that the bolus wizard estimated 1.6 units to be delivered, rather than 2.3 units, which was reported to be the correct value. The blood glucose reading was 10.1 mmol/l. The caller stated that she was aware of the active insulin being subtracted from the correction bolus but not the food bolus. She noted that the bolus was a food bolus for 43 grams of carbohydrates. She complained that this issue was becoming very regular and advised that the only setting that had been recently changed was the basal rate. She stated that all parameters had been entered correctly. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.